Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported left-side capsular contracture baker grade IV. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease fold, wear abrasion, one opening linear on the anterior, brown particles in the fill channel, and observed void >1 mm in non-textured valve-to shell-bond area. Leak test and microscopic analysis was performed which identified one striated opening on the anterior. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was one striated opening on the anterior assessed as surgical damage consistent in the use of some surgical tools.

Event description:
Device has been explanted.